Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". The defective processor board was replaced to remedy the fault. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device. Visual inspection was performed and found damaged encoder and motor cover. Following the replacement of defective parts, the device was further tested and passed all testing criteria with no issues or faults observed. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2006. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. The platform has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse (B)(4).

Event description:
During preventative maintenance (pm) service on the returned autopulse platform ((B)(4)), 'system error, out of service, revert to manual CPR' error message displayed on the screen during the initial functional test.